Event description:
It was reported that the catheter used at the time of implant had exceeded it use before date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012; 694775 implantable tachy lead, implanted: (B)(6) 2012; 507652 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).